Manufacturer narrative:
Tw # (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. The lot # 3000515749 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that after completing the dissection, the harvester noticed that the wires within the jaws of the vasoview hemopro 2 were bent. This failure occurred out of the box. The harvesting tool did not come into contact with the patient. A new device was opened to complete the procedure. There was a procedural delay.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop